Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation.   In addition, no imagery was provided for review.  During manufacturing, the device and its components underwent the following tests/inspections: 100% sheath shaft inspection prior to assembly; 100% inspection by manufacturing and quality after sheath assembly for any defects; product verification (pv) testing.  These inspections indicate that the esheath has sufficient inspections in place to identify potential manufacturing defects related to the complaint event. A device history record (DHR) review was performed and revealed no manufacturing issues that may have contributed to the reported event.  A lot history review was performed and revealed one additional similar complaint for sheath shaft resistance with delivery system.  A review of the trend category revealed that the occurrence rate did not exceed the control limit. A review of the risk management documentation was performed and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.    The complaint for sheath shaft resistance with delivery system was unable to be confirmed as the device was not returned and no imagery was provided. A review of the relevant DHR and lot history revealed that it is unlikely that a manufacturing nonconformance contributed to the complaint events. Additionally, a review of manufacturing mitigations supports that the device has proper inspections in place in order to detect issues related to the complaint events. A review of the IFU/training material revealed no deficiencies. Per training materials, insertion force may vary due to ¿angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿. The report states that the vasculature was ¿highly calcified¿. Calcification may have prevented the sheath from expanding or impeded the path of the delivery system through the sheath. It is likely that patient factors (calcification) contributed to the reported event.  Since no product non-conformances, labeling/IFU inadequacies were identified during this evaluation, and the occurrence rate did not exceed the complaint control limit, neither a corrective/preventative action nor a product risk assessment (pra) are required at this time.

Manufacturer narrative:
UDI number: (B)(4). Investigation is ongoing.

Event description:
As reported, during transfemoral tavr procedure, the 23 mm sapien 3 ultra valve was mounted on a 23 mm commander delivery system. From initial insertion, high push force was noted through the 14f esheath. The patient has a highly calcified vasculature. After multiple attempts the decision was made to remove the devices as a unit. A new 14f esheath was placed and a 23 mm sapien 3 valve was mounted on the commander system. Rotoglide was inserted thru the sheath and with high push force the s3 was delivered. Post deployment, a vascular complication in the common femoral artery was noted and a uncovered self-expanding stent was placed.